Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's operative eye in a secondary surgical procedure as the patient did not like the quality of their vision with the synergy lens. It was indicated that the patient was unhappy and would not be satisfied with their vision even if they are at plano refraction. No further information was provided.

Manufacturer narrative:
Patient age, weight and ethnicity: information unknown/not provided. Date of event: unknown, not provided. Best estimate date is between (B)(6) 2021 and (B)(6) 2022. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient age, weight and ethnicity: information unknown/not provided. Date of event: unknown, not provided. Best estimate date is between (B)(6) 2021 and (B)(6) 2022. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's operative eye in a secondary surgical procedure as the patient did not like the quality of their vision with the synergy lens. It was indicated that the patient was unhappy and would not be satisfied with their vision even if they are at plano refraction. No further information was provided.

Manufacturer narrative:
Additional information/corrected data: additional information was learned from a duplicate folder which indicated that the patient experienced blurry vision/did not like distance vision in their right eye (od) after intraocular lens (iol) implantation. The patient's symptoms first noticed on (B)(6) 2021. The iol was explanted and replaced with a competitor lens. Patient is reportedly doing okay post-surgery and no injury was reported. There were no surgical or medical interventions required. The patient is a white male with date of birth of (B)(6) 1963, and 160 pound(s). Also, in review, it was noted that the code "2140 - visual disturbances" and "2330 - discomfort" were inadvertently used in the section "h6" of the initial MDR report which are incorrect and should not have been used, but instead the code "2137 - blurred vision" would apply which has been captured in this supplemental MDR report. Therefore, the following fields were updated accordingly. Section a2: date of birth: (B)(6) 1963. Section a2: age: 58 year(s). Section a4: patient weight: 160 pound(s). Section a5: ethnicity/race: white. Section b3: date of event: (B)(6), 2021 section h6: health effect - clinical code: 2137 - blurred vision. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.